Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate was inaccurately delivered proximal to the intended landing zone. It was reported that two months post index procedure the patient's aneurysm was 7 cm in diameter, the proximal aortic neck was 33 mm in diameter and 8 mm in length. The physician implanted six aptus endoanchors due to aortic neck dilatation. The CT revealed possible distal type I endoleak. An intervention was performed and two endurant ii limbs were implanted bilaterally resolving the event. No additional clinical sequelae were reported and the patient is fine.